Event description:
It was reported that this implantable pacemaker was suspected to be depleting prematurely. The pacemaker estimated longevity decreased from 12 years to 8.5 years. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended replacement. This pacemaker remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR no report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this implantable pacemaker was suspected to be depleting prematurely. The pacemaker estimated longevity decreased from 12 years to 8.5 years. A request was made to have data from this device analyzed. Technical services (ts) confirmed that the pacemaker was depleting normally and that the elevated power consumption (pc) was due to a high atrial rate. At this time, this pacemaker remains. No adverse patient effects were reported.